Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burned distal end body and cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is presume that the customer used a high energy endo therapy accessory, such as laser, high frequency without securing enough distance from tip of the device. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.